Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was not performed as there was insufficient or unconfirmed product /event information.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, a white stapler 30 reload did not staple. The ¿body¿ was reused. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.